Event description:
It was reported by the customer that their insulin pump was alarming. Customer states that they received the alarm prior to temporary basal programming. Customer advised they had not recently changed batteries in the device or used it for an extended period of time. Blood glucose level was 108 mg/dl at time of reporting. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Nothing further reported.

Manufacturer narrative:
Insulin pump received with blank display due to battery tube connector not plugged in properly. Unable to verify an alarm due to blank display. Insulin pump received with minor scratches on display window, cracked display window corners, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.